Event description:
Tip of arthrex probe ar-5018 broke off under patient's right subscapular area during arthroscopic shoulder repair. Existing incision was lengthened and the tip was removed with fluoroscopic guidance. Operating room time was increased by need for removal of the broken tip. Patient was having a revision of previous rotator cuff surgery.